Event description:
It was reported that the device was possibly double-counting certain morphologies during the patient's polymorphic ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted (B)(6) 2013, 429678, lead, implanted (B)(6) 2013. (B)(4).